Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: moisture was observed behind the pump display lens. A review of the device history revealed no evidence of any reboots. During testing, the pump powered on successfully. Unrelated to the complaint, the up arrow keypad button was unresponsive to user presses. A crack was observed in the pump case. A leak test was performed and confirmed a leak at the crack in the pump case. The pump case was removed and evidence of moisture contamination was found throughout the pump interior.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not turn on, and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.